Event description:
It was reported that the ventilator generated a battery alarm. Patient involvement information was not on a patient at the time of the event.

Manufacturer narrative:
(B)(4): failure investigation performed by (B)(4) on 5/19/2017: one lithium metal coin battery (p/n: bat3207p) for the newport ht70 ventilator was received in fi. The reported symptom was verified. The coin battery was placed in a known-good fi test unit. After powering on the unit, it was confirmed that the error message ("date has reset, please replace coin battery") did appear on the display. The date was set 5/19/2017 and the time was set to 14:19. After power cycling the unit, the same error message appeared. The electric potential of the lithium metal coin battery (bat3207p) was measured to be 0.008 v, which is less than the minimum required potential of 2.8 v (bat3207p rev. A). The root cause of the reported symptom was that the lithium metal coin battery was depleted. The voltmeter function of a fluke 87 v true rms multimeter (ID: cl-14089) was used to measure the electric potential. Since this is a MDR investigation, the coin battery was retained for further analysis if deemed necessary.

Event description:
It was reported that the ventilator generated a battery alarm. Patient involvement information was not on a patient at the time of the event.